Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "back and front pain, riffling, sensitivity on the nipple, feeling hot, can¿t lie down on the left side, rush, inflammation, lumps, capsular contracture" baker grade unknown on left side. Device remains implanted. Event of "feeling hot" is not related to the implant.